Event description:
It was reported when using the pyxis anesthesia es system, it had door failure and unable to recover. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had door failure. A field service engineer confirmed with pharmacy supervisor that the station was fully functional and tested by user. The system functioned as intended after the field service engineer investigated the device.